Manufacturer narrative:
B3 - for reporting purposes, the date of event/procedure will be estimated as (B)(6) 2025, as the procedure was performed in (B)(6) 2025. D4: the UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported material separation. As reported, a portion remains in the patient. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the ht pilot 50 guide wire separated during use and a portion remains in the patient. No additional information was provided.